Event description:
I had the essure placed in (B)(6) 2010 and have noticed since then I get frequent migraines which I have had testing done and take medication for. I have horrible menstrual cramps that I have never had before with clots size of golf balls and larger. Excessive bleeding with menses. I have gained weight that I can't seem to get off with diet and exercise. I am tired all the time and prior to essure I very rarely was sick, now it seems I am always getting sick.